Manufacturer narrative:
(B)(4). Investigation - evaluation . A review of complaint history, dimensional verification, device record history, drawing, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The customer returned one used delivery wire and one used and stretched embolization coil. The visual examination determined the delivery wire had both the proximal and distal coil still attached to the delivery wire. The proximal coil measured 5cm. A tug test on both solder joints revealed both the proximal and distal coils to be securely attached to the delivery wire. Quality control personnel verifies the integrity of this device throughout the manufacturing process. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "turn the delivery wire counterclockwise 8-10 times, until coil detachment can either be felt or visualized under fluoroscopy. It is recommended that the junction remain just inside the tip of the catheter." "In general, the first coil selected should have a diameter that is 20% larger, or 2 mm oversized, than the vessel that is being occluded." The reason for the release of the coil is not clear. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. There is no evidence to suggest that the device was not manufactured to specification. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During placement of the coil, the coil loosened from retainer and push device. The operator noted that it was not turned on, so that the coil basically should have not released . The physician used a snare to "fish" or remove the coil out of its inconvenient location. A section of the device did remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During placement of the coil, the coil loosened from retainer and push device. The operator noted that it was not turned on, so that the coil basically should have not released . The physician managed to fish the coil with a snare out of its inconvenient location. A section of the device did remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.